Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.

Event description:
As reported in 2008, this pt underwent endovascular repair of a thoracic aortic aneurysm with gore tag thoracic endoprosthesis. The gore introducer sheath with silicone pinch valve would not advance beyond the external iliac. An icast atrium stent was placed within the right external iliac. The tag device was then advanced outside of the sheath into the thoracic aorta. During this advancement, the device became caught on the icast atrium stent and the icast atrium stent was then relocated into the thoracic aorta. Attempts using various balloon and snare catheters were made to separate the two stent grafts. However these attempts proved unsuccessful. The trailing end of the gore tag thoracic endoprosthesis then partially deployed. A small lateral thoracotomy was made and the thoracic aorta was resected. The icast atrium stent was then separated from the device and both the gore tag thoracic endoprosthesis and icast atrium stent were explanted. The thoracic aneurysm was not repaired. The pt is reported to be in stable condition.